Manufacturer narrative:
The technician found the casters and brake block mechanism was worn. He rebuilt the brake block mechanism and replaced the worn casters and reversed a cam that was previously installed backwards to repair the bed.

Event description:
Info received indicates the brake is not holding.